Event description:
The ultrasound catheter would not attach to the ultrasound sled. A new catheter was handed off, and did attach to the us sled.

Event description:
Caller reported blood glucose results of 243 mg/dl and 110 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported blood glucose results of 243 mg/dl and 110 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.